Event description:
On december 11, 2006, the customer reported to bsc that during a colonoscopy procedure (patient gender & age unknown), the polypectomy snare was looped around the polyp, current was applied; however, instead of the device cutting the polyp, the wire of the snare was burned. The procedure was "normally completed" with another snare. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.